Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the saber 3mm 6cm was used for dilation of the right anterior tibial artery. However, the balloon would not easily retract after dilation. The balloon was then re-dilated, and it could not be fully dilated. The device was withdrawn, and the procedure was completed using other unknown devices. The right anterior tibial artery was seen to be occluded on angiography. Antegrade puncture was made to the right femoral artery. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
As reported, the saber 3mm 6cm was used for dilation of the right anterior tibial artery. However, the balloon would not easily retract after dilation. The balloon was then re-dilated, and it could not be fully dilated. The device was withdrawn, and the procedure was completed using other unknown devices. The right anterior tibial artery was seen to be occluded on angiography. Antegrade puncture was made to the right femoral artery. Additional information was requested; however, the information was not obtained after multiple attempts. The product was returned for analysis. A non-sterile saber 3mm x 6cm 150 was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected and does not present any damages or anomalies. The balloon was received deflated. Functional testing was performed attaching a syringe to the inflation lumen to simulate the inflation mechanism. After the balloon did not show any anomaly or defect that impeded the correct inflation; deflation was executed. The balloon was deflated completely to its original state. Additionally, the insertion of the corresponding guidewire was tested, and no issues were observed during the pass through of the wire. The balloon surface of the balloon was observed at high magnification and no damage nor anomaly was noticed on the balloon surface. A product history record (phr) review of lot: 82239691 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty - partial or slow¿ and ¿balloon inflation difficulty - partial or slow¿ were not confirmed through analysis of the returned device. The exact cause of the reported events could not be determined as the device passed functional analysis and insertion/withdrawal testing. The balloon was inflated/deflated without any issues noted to the balloon catheter or balloon material. Additionally, the contrast/saline ratio was not provided which can affect inflation/deflation times and is listed in the IFU for reference. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies for inflation/deflation were noted on the device during functional testing. According to the safety information of the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber 3mm 6cm was used for dilation of the right anterior tibial artery. However, the balloon would not easily retract after dilation. The balloon was then re-dilated, and it could not be fully dilated. The device was withdrawn, and the procedure was completed using other unknown devices. The right anterior tibial artery was seen to be occluded on angiography. Antegrade puncture was made to the right femoral artery. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82239691 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the saber 3mm 6cm was used for dilation of the right anterior tibial artery. However, the balloon would not easily retract after dilation. The balloon was then re-dilated, and it could not be fully dilated. The device was withdrawn, and the procedure was completed using other unknown devices. The right anterior tibial artery was seen to be occluded on angiography. Antegrade puncture was made to the right femoral artery. The device will be returned for evaluation. Additional information was requested; however, the information was not obtained after multiple attempts.